Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Although no device associated with this report was returned for examination, review of the provided photographs confirmed damage that would prevent the reamer from staying properly engaged. A complaint database search found other reports that when confirmed were attributed to product wear out. Even though the damage of the devices in the photographs is consistent with product wear out, the investigation cannot verify a root cause without the devices to examine. Based on the inability to verify or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The instruments failed to grip reamers under power, or hand torque, slipping on the reamer shaft and rendering bone preparation extremely difficult. Added 30 minutes to case opening alternatives from another company.